Manufacturer narrative:
The device was evaluated, and the reported issue of the no image was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional issues were identified during the device: leak on the instrument channel, bending section cover stretched, insertion tube protector boot was cut, scope connector advanced diagnostics, printed circuit board failed, rotation mechanism tension, and noise image evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instructions for use (IFU) states the following guidelines: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during a diagnostic procedure the bronchovideoscope white balance was failing and there was no image on the screen when it was plugged in. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.